Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary multiple cubies were unable to recover. The customer attempted to reboot the device; however the problem persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6.2 pockets e3, e4, and e6 were failed. A field service engineer replaced the pyxibus module controller (pmc) board on the auxiliary half height drawer 6.2. Initiated a final test using the hardware test application, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.